Event description:
It was reported via webform a sensor error message with the adc device. Customer contact was made and they reported experiencing hypoglycemic symptoms described as difficulty speaking and confusion. The customer was provided two pieces of bread with butter, honey, and milk tea with sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via webform a sensor error message with the adc device. Customer contact was made and they reported experiencing hypoglycemic symptoms described as difficulty speaking and confusion. The customer was provided two pieces of bread with butter, honey, and milk tea with sugar by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.